Manufacturer narrative:
The pump has been returned and evaluated by product analysis on jan 10, 2018 with the following findings: during testing, it was observed that the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on jan 10, 2018.